Event description:
Customer received two patient samples that generated outliers for t4. Sample 1, received from external physician already centrifuged and aliquoted, initially gave 270.6, repeat gave 150.3 nmol per l. Sample 2, was loaded on mpa and sent to cobas 6000 for testing, initially gave 256.0; repeat gave 141.5 nmol per l. The next day both samples were repeated several times giving the following results: sample 1 gave 155.8, 152.3, 152.7, 152.7 and 157.4 nmol per l. Sample 2, all results generated were around 140 nmol per l. No information provided to determine if patients were adversely affected.

Manufacturer narrative:
The field service representative checked the instrument and the mixer is within specification. If additional information is received, appropriate notification will be provided.